Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was determined the right ventricular (rv) lead exhibited an increased capture threshold that resulted in intermittent capture. The physician attempted to reposition the rv lead but tissue was stuck in the helix. The rv lead was explanted and replaced. The patient was in stable condition.